Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device was dropping clips. There was no pt consequence.

Manufacturer narrative:
Yielded jaw. Product complaint analysis team has completed its investigation. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, yielded; damaged feed bar, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, no; jaws: hold clip, no; lockout functional, no and number of clips fed and formed, 8. Analysis conclusion: based upon inquiry info received and visual examination, it was concluded that jaws had become damaged and could not hold a clip properly, making instrument non-functional. No conclusion could be reached as to how this damage occurred. If the jaws are closed over a hard object, jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during assembly process to ensure jaws hold clips properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.